Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a dimpled pump which caused difficulty in inflating from a potential leak. No patient complications were reported.